Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump were difficult to press. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that the insulin pump did not received low battery alert for one time and it was not in alarm history. The insulin pump will not be returned for analysis.